Event description:
It was reported the healthcare provider that right ventricular (rv) undersensing was present. Technical services (ts) discussed that the intermittent undersensed signals were happening subsequent to much larger signals and that the programmed rv sensitivity could not step down fast enough to sense them. The sensitivity was set to automatic gain control 0.6 mv. Ts recommended consideration of a fixed sensitivity and adjustment of the sensitivity based off of signal measurement which could be done when the patient is in-clinic. The rv lead remains in service and no adverse patient effects were reported.